Manufacturer narrative:
12-intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a loose cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part # 420207/lot # m10110222 208 ) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system sh0752, with 6 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is not applicable.

Event description:
It was reported that during central processing, the instrument had a loose cable. There was no report of patient involvement in relation to the product issue. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: there was no patient involvement.